Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0a4jt, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0bt6p, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0kxfg, implanted: (B)(6) 2014, product type: lead. Product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported the patient had a fall last weekend and there was a loss of therapy and symptom return. The patient was then seen on tuesday, (B)(6) 2015 due to a lack of efficacy of therapy. They made adjustments to therapy during the visit and also saw an out of regulation (oor) on the clinician programmer (cp) during the visit. Impedances were not measured at this visit. After the visit, the patient contacted the managing doctor and indicated that they were doing worse and the patient was seen on thursday, (B)(6) 2015. The managing doctor noted that the patient had a diary representing 0% use and 0 hours used. However, stimulation was found to be off so stimulation was turned back on. The rep was going to meet with the patient to check impedances and therapy status. A rep met with the patient and the right side device showed the following impedances: case/0: 5072 case/1: 4491 case/2: 4479 case/3: 4957 0/1: 35 0/2: 3216 0/3: 4519 1/2: 4507 ohms 1/3: 3415 ohms. It was noted that the patient was seen on (B)(6) for reprogramming with their managing physician. On (B)(6), the patient was programmed at case positive/3- and voltage was lowered from 2.2 v to 1.5 v. The patient was still programmed at case positive/3- on (B)(6). It was noted that the patient felt a little better. The rep later reported that the decision was made to refer the patient to neurosurgery for a consult and imaging. The cause of the device being turned off was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. [Refer to regulatory report #3004209178-2015-20141]

Event description:
Additional information received from the health care professional (hcp) reported the patient was sent to (B)(6) for further evaluation. It was unknown what the cause of the high impedances was.